Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center displayed touch screen error code e333. The issue was found during the middle of a cystoscopy procedure. There were no reports of patient harm.